Event description:
It was reported that after the product was indwelled, the inflation line got detached. No patient injury was reported. No additional information is available for this complaint.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. It was determined that it was a supplied items fault. DHR review was done, no issues related to the original complaint were found.

Manufacturer narrative:
Other text: g3: japan. Device evaluation: one device was returned for analysis in used condition. Sample was received used and decontaminated. Visual inspection showed the line was detached from the pilot balloon. The returned device had lot number 4064204 laser printed on its flange. A device history record showed that there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product., corrected data: updated: d3, d4 UDI, g2. H6 patient code only 4582, update evaluation codes: result and conclusion. H10 corrected device analysis, country provided.